Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented for in clinic follow-up. The device was found to be in back-up vvi mode. A device download was performed successfully.